Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported that the alarms were caused by the patient¿s gastrointestinal (gi) bleeding. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported bleeding could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2023. Several low flow alarms were captured throughout the file when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm). No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced frequent low flow alarms due to gastrointestinal bleeding and right ventricle (rv) dysfunction. An echocardiogram was performed and revealed an impaired right ventricle. A review of the log files revealed low flow alarms and a few episodes of low-speed advisories due to the pump set speed momentarily set lower than the low-speed limit which was done to test the aortic valve. The low flow alarms resolved after managing the bleeding and right ventricle support. The bleeding resolved. It was reported that the rv dysfunction existed pre-implant.